Event description:
A patient was taken off of the telemetry transmitter so it could be used on a new admission patient with cardiac pacing (cp). Monitor was cleaned and placed on a new patient. About 10 minutes later it was found that the patient's rhythm was not showing on the screen. Questioned if it was the battery or lead? The the batteries were removed, they were very hot and the outer plastic wrap was melted. It was then that a crack on the plastic that clicks the batteries in place was seen. Biomed tested the telemetry transmitter and was still not working with new batteries, in fact quickly discharges with fresh battery.